Manufacturer narrative:
No ge service was performed. The fault was cleared by the customer. System operates as intended.

Event description:
The customer reported the system would not boot up. No pt injury was reported.